Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed potassium (k) result. The customer's quality control (qc) was within range when the sample was processed. The system is operational. No product problems have been identified. The cause is unknown. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed potassium (k) result was obtained on a patient serum sample on the dimension exl with lm system. The result was reported to the physician(s) and questioned. The same sample was reprocessed on the same instrument and a higher result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed potassium result.